Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change out procedure, the pulse generator exhibited backup vvi operation. It was noted that electrocautery was used. The device was explanted and replaced. The patient experienced no adverse consequences.